Manufacturer narrative:
A patient had their system explanted and replaced due to ineffective stimulation was reported to abbott. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Reference manufacturer numbers: 1627487-2021-00689, 1627487-2021-00390. It was reported that the patient had ineffective therapy due to high impedances on their scs system. In turn, the patient underwent surgical intervention wherein the scs system was explanted and replaced to address the issue. Since it is not known which device contributed to the issue, all possible devices are being reported on.